Event description:
(B)(4). Same patient as 2134265-2009-04691. It was reported that following a coronary artery stenting procedure the patient experienced restenosis. The target lesion was a 3.50mm, 75% stenosed, 15.0mm long portion of the proximal left anterior descending (prox lad). The physician treated the lesion with direct stent placement of a 3.5x28mm taxus express2 study stent at maximum 16.0 atms in the lesion. The stent was post-dilated by the stent delivery balloon at maximum 16.0 atms. Post-ivus was performed. The stent was well positioned and well expanded (0% residual stenosis). The patient was discharged 3 days later on ticpilone and aspirin. In (B)(6) 2009, the patient experienced a second episode of restenosis in the prox lad. The patient did not have any ischemic symptoms. The lesion was 3.5x21mm and 90% stenosed. A non bsc stent of unknown size was implanted in the target lesion. The patient was discharged 3 days later.

Manufacturer narrative:
Device evaluated by manufacturer: as the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).